Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultramini meter had ¿something blocking the test strip holder/ port¿ and displayed an unknown ¿error¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in the very late evening around the first week of april 2014. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. After the start of the alleged issue, the reporter claimed the patient¿s ¿glucose levels dropped and passed out.¿ the patient was taken to the emergency room (ER) and obtained a blood glucose result of ¿20 mg/dl¿ with another device. The patient was administered fluids intravenously (type not specified). There was no indication of misuse. The alleged issues were not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.